Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation; however, the system controller in use at the time of the event was returned. The returned system controller was functionally tested using laboratory test equipment and was able to support a mock circulatory loop for an extended period of time, without any atypical alarms or events being captured. Review of the log file extracted from the returned system controller confirmed multiple decreases in pump speed along with pump stoppage events on (B)(6) 2017, (B)(6) 2017, and (B)(6) 2017 while the system controller was connected to the power module; however, a specific cause for these events could not be conclusively determined through this evaluation. Based on past experience with the heartmate ii lvas and similar reported events, the low speed/pump stoppage events captured in the log file appeared consistent with potential driveline wire compromise. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 9 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad) on (B)(6) 2013. After over 3.5 years of support, the patient¿s system controller was returned to the manufacturer due to damage to the outer covering of the black power cable. During the manufacturer¿s investigation of the returned system controller on 24jul2017, review of the log file did not find any events related to the outer damage to the black power lead, and the system controller passed all functional testing and ran on a mock circulatory loop without any issues. However, five atypical pump stoppage events lasting approximately 2 to 3 seconds each and pump speed drops were captured, all of which occurred during power module support. The log file captured low speed advisory and low speed hazard alarms during the events. The pump stoppages appeared to potentially indicate a compromise within the pump percutaneous lead (driveline). No alarm conditions and no adverse impact to the patient had been reported to the manufacturer. Additionally, there have been no subsequent reports of any device issues. No additional information was available.